Event description:
It was reported that during central processing, the long bipolar grasper was found to have a loose/frayed cable. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the primary failure of a loose and frayed cable to be related to the customer reported complaint. The long bipolar grasper instrument was found to have a broken pitch cable at the proximal end (in the housing). As a result, loose pitch cable is observed at the distal end. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure. Additionally, he instrument was found to have a frayed pitch cable at the distal end, signs of corrosion were found on the instrument bearings, and various scratch marks with light material removed on the main tube. The scratch marks were 0.079¿ - 0.183" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor (471400-10/k10211004 0207) associated with this event has been performed. Per logs, the small grasping retractor instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. This complaint is being reported as a reportable malfunction due to the following conclusion. A small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Corrected information can be found in h6 (annex a code).

Event description:
Refer to h10/h11 for follow-up information.